Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. The device image download was successful. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2024-70247, 2017865-2024-70248. It was reported that the patient presented to the hospital post-procedure with a pocket infection. The device pocket was noted to have swelling and discharge. The entire system, including the pacemaker, right atrial lead, and right ventricular lead, was explanted. The entire system was replaced on (B)(6) 2024. The patient remained in stable condition.